Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The events of lymphoma alcl, lump/nodule, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side bia-alcl, seroma-late, and lump/nodule. According to the healthcare professional, "patient has already undergone en bloc bilateral capsulectomies for bia-alcl and is recovering well."

Event description:
Healthcare professional reports left side bia-alcl, seroma-late, and lump/nodule. According to the healthcare professional, "patient has already undergone en bloc bilateral capsulectomies for bia-alcl and is recovering well."